Event description:
Additional information reported that the cause of the event was unknown, however, the physician believed it "may have been patient error in reading the patient programmer." There were no abnormal impedance measurements found through interrogation of the implantable neurostimulator. The patient did not require hospitilazation due to this event. The patient outcome was no injury.

Event description:
It was reported that the patient's ins was staying charged at 100% and not depleting normally as it had in the past. The patient typically charged both of her ins's daily. One of the devices was showing 100% charged when she started the charge session. The 8840 recharge stats: 3/25, 0.7 hrs, 100%, 3/25, 0.1, 100%; 3/24 0.1, 100%; 3/24, 0.2, 100%; 3/24 0.0, 100%. Ins use for this side is 100% so stim appeared to be on the whole time. Electrode impedances all normal range with therapy imped of 724 ohms (4.5v, 120us, 130hz, c+, 1-2-). The patient had been getting radiation treatment for 6 weeks to the side of her body where ins wasn't depleting as expected. The patient's stim therapy for that side wasn't as good during the time that ins didn't appear to be discharging. Today, however, the therapy was good and feeling like it always had. They planned to monitor recharge stats and stim therapy going forward. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Neurostimulator model # 37612, serial #(B)(4), implanted (B)(6) 2012, explanted: unknown; lead model # unknown, lot # unknown, implanted (B)(6) 2007, explanted: unknown; recharger model # 37651, lot # nka153142n; programmer model # 37642, lot # njz118557n; adaptor model # 64001, lot # n301004, implanted (B)(6) 2012, explanted unknown; extension model # 7482a51, lot # nhu202083v, implanted (B)(6) 2009, explanted unknown; lead model # 3387s-40, lot # v142617, implanted (B)(6) 2008, explanted unknown; extension model # 7482a51, lot # nhu181075v, implanted (B)(6) 2008, explanted unknown; adaptor model # 64001, lot # n301593, implanted (B)(6) 2012, explanted unknown. (B)(4).